Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). The 4.00x12mm veriflex stent delivery system (sds) was unable to cross a previously placed stent. After multiple attempts to cross the lesion, the device was removed from the patient and it was noted that the stent struts were damaged. The procedure was successfully completed with another 4.00x12mm veriflex stent with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the previously placed stent. The stent was veriflex stent was uniformly crimped onto the balloon. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). The 4.00x12mm veriflex stent delivery system (sds) was unable to cross a previously placed stent. After multiple attempts to cross the lesion, the device was removed from the patient and it was noted that the stent struts were damaged. The procedure was successfully completed with another 4.00x12mm veriflex stent with no patient complications reported. The patient's current condition is fine.